Manufacturer narrative:
(B)(4). The insulin pump passed displacement and self tests. No unexpected insulin pump error noted during testing. However, insulin pump error is found in the insulin pump history file due to a software error. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a software error detected. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.